Manufacturer narrative:
Qn#(B)(4). A dilator and a sheath were returned for evaluation. A visual exam was performed and it was observed that the dilator was inside the sheath. The dilator body was snapped into the sheath hub and it could be removed with light force. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions and was found to be out of specification. A review of the device history records (DHR) for the sheath/dilator did not reveal any manufacturing related issues. The report that the dilator hub did not lock tightly in the sheath valve was confirmed through evaluation of the returned sample. Only a small amount of force was required to unlock the dilator from the sheath. Measurements of the outside diameter (od) of the step at the base of the dilator hub were below specification, which reduced the force required to unlock the dilator. The probable cause is manufacturing related. Nonconformance request 40008637 was initiated to further investigate this issue.

Event description:
The customer alleges that the clinician indicated that the piece that goes down the dilator in the kit does not lock. The alleged defect was detected prior to use during pre-test. No report of a delay in therapy.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time this report.

Event description:
The customer alleges that the clinician indicated that the piece that goes down the dilator in the kit does not lock. The alleged defect was detected prior to use during pre-test. No report of a delay in therapy.